Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing retention issues. Skin flap thinning surgery has been scheduled.

Manufacturer narrative:
The recipient reportedly underwent skin flap reduction surgery. The recipient was told to continue on oral antibiotics and bactroban. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly received a kenalog injection. The recipient has healed. The recipient has resumed device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is wearing the device. The recipient reportedly still has some retention issues, and it is noted that there is fluid around the ics site. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.